Event description:
The source of bleeding was tracheostomy, and a stitch was placed to control the bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. Although a specific cause for the reported alarms could not be conclusively determined, the account stated that the low flows were caused by blood loss. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) and the hmii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters. In reference to pump flow, section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2016 the patient had an atrial flutter with 2:1 atrioventricular (av) node conduction post-device implant. The patient did not have a history of atrial fibrillation before the device was implanted. The patient was treated with an amiodarone bolus and drip, and was then switched to oral medications. The patient's atrial fibrillation resolved on (B)(6) 2016. The patient experienced low flows on (B)(6) 2016 due to blood loss.